Manufacturer narrative:
Error indicates a recoverable problem that requires operator intervention. If the error occurs during an rf treatment, the rf delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Based on the evaluation of the data, the hp and system performed as expected. Product support advised customer to maintain constant force until the tone ends to prevent under force errors. According to thermage cpt system technical user¿s manual (p009240-05 rev. B) burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. Evaluation of the datacard and treatment tips found no issues with the system. Based on the available information, burns, blisters, scabbing, and scarring are known possible adverse patient reactions to thermage treatment. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Trending will be performed to monitor this issue. No further action is required at this time. Investigation completed.

Manufacturer narrative:
The tip was used for 900 treatments. The tip passed flow, leak, visual (no dents, scratches, blemishes, dielectric breakdown, or tears were seen), and thermistor testing. No functional test was to be performed due to no reps remaining. Evaluation of system logs and treatment tip has been completed. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The review of the system/data logs does not indicate there was any handpiece or system issue present. Further investigation underway.

Event description:
The user facility in (B)(6) reported a patient sustaining a burn with redness and blisters on the left cheek during a thermage treatment. The patient reported feeling heat on the left cheek during the treatment. An unknown error appeared frequently after 800 reps with the highest energy level at 2.5. The treatment was continued to 900 reps, but the energy level was reduced to 2.0 when the redness occurred. The tip was inspected prior to the treatment with no anomalies noted, but was not reinspected during the treatment. Medications prescribed were topical steroid, tranexamic acid and vitamin c. The patient was recovering and it is unknown if scarring is to be expected.